Manufacturer narrative:
Correction to field f10 device codes and h6 device codes.

Event description:
It was reported that this pacemaker was at 3.5 years, and it is currently depleting due to advisory. Boston scientific technical services consultant stated that the advisory was not related to pbd, but a safety mode. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was at 3.5 years, and it is currently depleting due to advisory. Boston scientific technical services consultant stated that the advisory was not related to pbd, but a safety mode. As of this time, this device remains in service. No adverse patient effects were reported.